Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip. No crack was noted on the display glass.

Event description:
It was reported that the right side of the display of the insulin pump was cracked. The customer's blood glucose was unk. Nothing further was reported.